Manufacturer narrative:
The referenced developed sepsis secondary to driveline and/or pump pocket infection was reported under medwatch MFR report# 2916596-2017-00507. (B)(4). Approximate age of device ¿ 5 months. The patient remains ongoing on lvad support with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted on (B)(6) 2017 due to a fever of unknown source. Laboratory test results showed a white blood cell count of 11.3 x 10^9/l. An ultrasound of the soft tissue torso revealed a small collection of fluid along the proximal driveline. A wound culture from the superficial driveline exit site, and a blood culture, were positive for pseudomonas. The patient was diagnosed with sepsis and treatment with intravenous (IV) antibiotics was initiated. The patient reportedly has a known history of staphylococcus epidermiditis bacteremia. No additional information was received.

Manufacturer narrative:
No product was returned for evaluation. The patient remains ongoing on vad support. A correlation between the device and the reported driveline infection could not be conclusively determined. Infection and sepsis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.